Manufacturer narrative:
One sample received. Separation at lower pumping segment fitting. Magnified photos indicate a lack of solvent on bonding surfaces. The customer complaint of separation was confirmed. After the investigation along with the manufacturing and quality operations team, the potential root cause that generates the separation in the tubing/lower fitment engagement is a lack of solvent in the tubing generated due to a contamination inside the solvent dispenser container and/or incorrect insertion of the tubing into the solvent dispenser by the production personnel. Separation between tubing and lower fitment was addressed under a quality notification created on november 04th, 2025 for the same production line, failure mode and specific area, where the next actions were / will be taken: a work order was generated to review the solvent dispenser used to assemble the reported engagement. A quality alert will be created and communicated to the production personnel to reinforce the correct follow up to ensure the correct use of fixtures and solvent dispenser. The cleanliness and order in the work area will be reinforced to ensure that there are no loose components on the assembly line according to the general instructions described in the assembly procedure. A visual inspection using the frequency control record will be carried out to verify the compliance of the critical points (solvent dispenser alignment). The frequency control record will be updated to include visual inspection points; arrangement of materials into production station, follow up to one-piece-flow. Layout of the model will be updated to establish a standardization of arrangement of equipment, fixtures, materials and solvent dispenser in the workstation. A device history record review for model 2420-0007 lot number 25085321 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the alaris tubing was snapped off from the part that goes to the channel. Item #: 2420-0007. Lot #: 25085321.